Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. She was not sure of the blood glucose reading at the time. She stated that she was sweaty that day and that the insulin pump may have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.